Event description:
It was reported that when booting up, the device freezes and present constant audible alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. Initial reporter also sent report to FDA is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, and the physical condition was good upon receipt. Error codes could not be obtained from the ehl (event history log) due to a blank screen with constant alarm. The customer reported issue was duplicated during the investigation as a blank screen with constant alarm was found at power up. Root cause of the reported event is from user error by the customer who performed an incomplete upload process. Used a test top case to download v1.6.4 software to the base, then reconnected the customer?s top case and uploaded software from the base to the head of the pump which fixed the reported problem. Performed power up process, preventive maintenance and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record DHR review is not required. Service review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: 03/12/2021